Manufacturer narrative:
Product complaint # (B)(4). No further information available as reporter details have not been disclosed (confidential).

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2006 and the mesh was implanted. It was reported that the patient had vaginal pain and dyspareunia so an excision of the device was done on (B)(6) 2021. It was reported that the device was found to be embedded into vaginal wall and detrusor muscle. No further information is available.